Manufacturer narrative:
An internal investigation was initiated to determine the cause of the malfunction. The reason for the "low oxygen error" was that one side of the columns was leaking zeolite from the top. This was due to zeolite breakdown. Zeolite dust is caused by the breakdown of the zeolite particles. This occurs when the zeolite rubs against one another. When the columns are not filled properly or the tension spring is not up to specification, it will cause the zeolite to rub and vibrate against each other causing the dust to form. Over time this can lead to multiple errors. This breakdown caused the level of the zeolite recede thus, dis-lodging the top frit from sealing the zeolite in the column. There is no risk of fire.

Event description:
It was reported the patient experienced a "low oxygen" error message. In turn the device stopped outputting oxygen. As a result, the patient visited the emergency room wherein they received oxygen. Reportedly the patient is feeling better.